Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot.

Event description:
It was reported that the procedure was to treat an de novo coronary lesion in the mid left circumflex coronary artery with moderate tortuosity and heavy calcification. The 3.5 x 33 mm xience prime stent was deployed and a dissection was observed. A 3.5 x 18 mm xience prime was used to treat the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.